Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced three infusion set cannula was crimped within three or more hours after insertion at abdomen on (B)(6) 2025. The infusion set was in use for six hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3.